Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to omsc (olympus medical systems corp) for evaluation. In the evaluation, the reported phenomenon was duplicated and it was confirmed ccd damage. This damage could not be conclusively determined the cause of the reported phenomenon. There was not abnormality other than above mentioned. Also omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. As the evaluation is in progress, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the scope communication error had occured during an unspecified procedure. The user facility completed the procedure using a similar device. There was no patient injury associated with this report.